Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was replicated. This unit was installed onto the test system and failed testing. On startup it was found that e-100 would attempt to turn on a present error tone with red led without any startup sequence. Blue or green led would not occur before fault presented. Vsc troubleshooting panel presented the unit, and energy did not fire, instead prompting a 'check energy chord' message. It was confirmed red light appeared 5 times consecutively.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the vessel sealer extend (vse) instrument was not working with the e100 generator. There was a red light on the e100 power button. The customer rebooted the e100 and connected the vs instrument to the erbe and continued the procedure. The intuitive tech support engineer (tse) uploaded the error logs and found two non-recoverable errors against the e100 generator. There were no reports of patient injury.